Manufacturer narrative:
(B)(4). Batch # r5963m. Investigation summary: the analysis results showed that one ecr60b reload was received unfired, with the pan partially dislodged from the left side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic lobectomy, opened the packing, before used on the patient, noted the pan was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.